Event description:
Patient identifier: (B)(6). Date of event: (B)(6) 2012. According to the information received, a part of the introducer shaft detached during the procedure. The surgeon has to retrieve it with a dormia stone basket.

Manufacturer narrative:
The product has not been returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow up report will be filed.